Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month timeframe which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the supply bag and the luer lock connector. The patient reported that they received a supply bag lines are blocked message during dwell five of six. There were no reported adverse events or medical intervention required for the reported event. The patient was advised to complete therapy with manual supplies. Additional information was requested but not received. Should additional information become available, the file will be reassessed and updated accordingly..